Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that his battery was giving a "battery pack fault" led when on the charger. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery (B)(4) has been completed. The reported problem (battery fault) has been confirmed. As received, the battery's output voltage was 2.4 v. The battery would not charge. Battery (B)(4) tracking history indicates that it was sent to a territory manager (tm) on 02/19/2009. The battery was then given to this pt at the initial fitting ((B)(6) 2010), over a year after the battery was sent to the tm. The root cause of why the battery's output voltage was 2.4 v cannot be positively identified but may have been a result of over a year's worth of inactivity. No adverse event resulted from the defective battery. The pt received a replacement battery.